Event description:
The customer stated a nonreactive axsym anti-hcv result was generated and reported on a pt that had a history of hcv infection. An initial nonreactive result of 0.67 s/co was generated. The following day, the original specimen from an aliquot tube and a specimen from the primary tube retested reactive with results of 73.13 and 75.82 s/co. This pt also tested riba hcv positive. The nonreactive result was questioned by the physician. No impact to pt management was reported.

Manufacturer narrative:
This is initial report. An investigation is in process. A final report will be submitted when the investigation is completed.